Manufacturer narrative:
The insulin pump was received with currents in specification. Motor error alarm during the basic occlusion test due to loose drive support disk. Unable to performed delivery accuracy test, bolus delivery or verify bolus wizard due to motor error alarm anomaly. Unit had minor scratched lcd window, cracked reservoir tube lip, reservoir tube cracked, cracked reservoir tube window and missing end cap sticker. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump is giving different bolus readings than what it's supposed to. The customer claims that when trying to set up the bolus wizard, it was estimating double the amount needed. The customer¿s blood glucose level was 142 mg/dl at the time of the incident. Customer states that the blood glucose value, carbs, and parameters were entered correctly . Troubleshooting was not completed. The customer states that this has happened before. The insulin pump will be returned for analysis.